Event description:
It was reported that the lead was undersensing, had no capture, high and unstable thresholds, and was dislodged due to twiddler's syndrome. Tissue was trapped in the helix and the lead was unable to be repositioned. The lead was explanted and replaced. No patient complications have been reported as a result fo this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned in segments, analyzed and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism and tissue on the helix.